Manufacturer narrative:
UDI # (B)(4) investigation is ongoing.

Event description:
During valve deployment of a 26mm sapien 3 valve in the aortic position inside a surgical valve, the commander delivery system balloon ruptured from protruding calcium in the aortic root of the homograft material. There was not any difficulty crossing the valve. Pre bav was not required. The valve was then crossed with a stiff wire from contralateral side and fully expanded with a balloon valvuloplasty catheter (bav) catheter. There was good expansion and no paravalvular leak (pvl) was noted. The delivery system was retracted along the wire to the sheath edge. The sheath was retracted into common iliac and an attempt was performed to remove the delivery system through the esheath with the ruptured balloon. During the initial attempt to remove the device, the balloon remnant was getting caught on the distal tip of the esheath. The balloon ruptured radial instead of longitudinally. This caused the distal portion of the balloon to parachute over the distal tip and prevented retraction. This attempt caused the balloon catheter to "decouple" (separate) from proximal of the delivery system. The delivery system was removed from esheath leaving the distal nose cone and balloon material in the iliac. A snare was placed alongside the retained nosecone and used to capture distal end of stiff wire on the ipsilateral side. The distal tip and balloon material was successfully removed. Selective angiogram was then preformed with good flow noted and small area of extravasation present in the common femoral artery. A 10x4 covered viabahn stent was used to cover the artery without any additional complications. The patient was stable and transferred for post management care. The device is not available to be returned for evaluation. No damage to the sheath was noted after the sheath was withdrawn. The patient's access was excellent with vessels measurements ranging from 8.99mm to 11.1mm. There was minimal tortuosity and minimal calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction to describe event or problem (b5) the 26mm sapien 3 valve was implanted in a 24mm homograft.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph of the device after removal was provided and showed a radial balloon burst and separated from distal nose tip. The balloon spring appeared to be stretched/distorted. The 3mensio was provided and showed the patient¿s vasculature as significant calcification located throughout the aortic root. Additionally, a video of the balloon burst showed the balloon being inflated, then bursting in the aorta. During manufacturing process, the entire delivery system is visually inspected and tested several times. The balloons are 100% inspected for critical dimensions, including working length, balloon diameter, proximal and distal leg ID, proximal leg od, and double wall thickness. The balloons are visually inspected for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. After bonding, devices are 100% inspected to ensure that the guidewire shaft is fully inserted into the nose tip and there are no large bubbles in the bond area. The nose tip is visually inspected for bumps, and surface indentations. The nose tip/guidewire shaft bond is visually inspected for bubbles in the bond area and guidewire shaft is all the way down inside the nose tip. The nose tip is visually inspected for the following: bumps and indents, bubbles around the bond area, bubbles in the distal yellow portion of the bond area, divots, neck down, uneven bond color, and bubbles in the bond area of the nose tip to the guidewire shaft. After the fold and pleat process the balloon is 100% inspected for fold lines and distorted/pinched folds. During final inspections the delivery system undergoes 100% final inspection of the entire device for the following: inspect nose tip for bumps, surface indentions and channels in bond area. During product verification (pv) testing is performed on lot samples, the delivery system is inspected (among other inspections) for kinks, burst pressure, nose to tip guidewire bond and the bonds are visually inspected for shaft bond is intact. Testing was performed on the nose tip to guidewire bond tensile force and met statistical requirements. The lot met statistical requirements as requirement for lot released. All samples passed pv testing. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported. The device history record (DHR) review was performed and did not reveal any issues that could have contributed the event. A review of the lot history did not reveal similar complaints related to balloon- burst, delivery system ¿ withdrawal difficulty-valve, through sheath, or distal tip, nose tip ¿ separated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon ¿ burst, delivery system ¿ withdrawal difficulty - valve, through sheath, distal tip, nose tip ¿ separated¿ were confirmed based on the device photographs provided. No manufacturing nonconformities were identified in the returned device, and review of manufacturing mitigations, DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Complaint history suggests that patient factors may have contributed to the observed balloon burst. The complaint site reported ¿high levels of calcium through the root and the valve¿ and that this protruding calcification potentially caused the balloon rupture. Additionally, the complaint description states that the balloon burst caused the distal portion of the balloon to parachute over the distal tip. This would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath. A combination of a balloon burst and withdrawal difficulty could have then contributed to the distal tip, nose tip separation of the delivery system. Excessive force would have most likely been applied in order to withdraw the delivery system and could have caused the tip to become separated from the rest of the device. The complaints were confirmed. No manufacturing nonconformities were identified in the returned devices and no IFU/training deficiencies were identified. In this case, available information supports that patient factors (calcified aorta and valve) likely led to the reported event. There is no evidence of device malfunction or manufacturing non-conformance. The occurrence rates for these events did not exceed control limits of (B)(6) 2018; therefore, no corrective/preventative action is required at this time.